Manufacturer narrative:
The user reported a discrepancy between blood glucose (bg) and sensor glucose (sg) readings, where the sg value was 83 mg/dl while the corresponding bg measurement was 137 mg/dl. However, the sg value aligned more closely with the bg reading shortly after, indicating that the initial difference was attributable to the expected lag inherent to the sensing technology.a review of the data management system (dms) data showed that the majority of calibrations entered during the previous week were within acceptable limits. However, a few calibrations appeared to be estimated values instead of true fingerstick bg measurements. Entering values other than true fingerstick bg measurements for calibration can impact system accuracy and may result in transient discrepancies between sg and bg values. The system triggered a sensor replacement alert the following day, on day 151 of the sensor life, which is attributable to oxidation of the glucose-indicating component of the sensor hydrogel near the end of its intended lifespan. The user was re-inserted on 24 nov 2025 during their routine sensor replacement appointment. B4.date of this report 02 feb 2026. G3.date received by the manufacturer? 02 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.